Manufacturer narrative:
Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. This questionnaire has not yet been filled out and returned at this time. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was limited ¿up¿ angulation present in the subject device. Additionally, as noted in b5, the unit had undergone insufficient reprocessing as foreign material was found clogging the nozzle. The subject device also had other notable wear and tear present throughout the device. There were several air leaks present. Scratches and other abrasions were found throughout the unit. Deformation, discoloration, and poor angulation were also found throughout the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera elite gastrointestinal videoscope due to a reduced angulation issue. There was no patient harm reported from the above event. During the device evaluation it was discovered that the unit had undergone insufficient reprocessing and foreign material was discovered clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation observed the might result in the retention of foreign material and additional facility device reprocessing information was not reported or available. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿. ¿8 inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus. - unknown if delay in the start of pre-cleaning. - the air/water nozzle was flushed with water and air. - there were no abnormalities in the accessories used for reprocessing. - unknown if the endoscope was immersed in the detergent solution. - the air/water nozzle was flushed with detergent solution. Olympus will continue to monitor field performance for this device.